Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed no delivery and that the customer had several bent cannulas. The customer also reported high blood glucose levels. The customer's blood glucose level was 400 mg/dl at the time of incident, but was 331 mg/dl at the time of call. The customer reported that his veins felt tight, cramped, and constricted. The customer treated with the insulin pump. The customer was shipped tubing clamps and was advised to call back when he received them to troubleshoot. Nothing was replaced or returned.